Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The evaluations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Awaiting distributor's evaluation of returned equipment.

Event description:
A us distributor contacted zoll to report that a patient received an unknown lifevest treatment while at home. The patient was reportedly conscious during the treatment event. The patient received 1 shock. The pre and post shock rhythms are not visible. It is not known whether the rhythm was converted by the lifevest defibrillation. The patient reported having pain in her hand and legs at the time of the event, so the patient's daughter pressed the response buttons. The response buttons were pressed earlier in the detection sequence but not immediately prior to shock delivery. The response buttons were also pressed after the treatment was delivered. The response buttons functioned appropriately. No injury was reported from the treatment.